Event description:
Neulasta on-pro ordered for patient to receive. Medication was removed from pyxis and sat out at room temperature for 30 minutes. Instructions were followed as directed by directions. During step 2 (the fill step), nursing injected the medication in the on-pro device. After this step, nursing is allowed three minutes to apply before cannula insertion. The cannula insertion started prior to the three minutes before nursing was able to apply the on-pro device. Neulasta on-pro was discarded appropriately and a new kit requested. Lot: 1134432a. Exp: 12/2023.